Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification in regard to the customer reported issue, which could not be reproduced during evaluation. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed volume accuracy (18.89 ml, 18.74 ml) on 2 different sets. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.